Manufacturer narrative:
The customer¿s report that the tubing split was confirmed. No anomalies were observed on the set during initial visual inspection. Microscopic examination of the silicone pump segment showed a small, jagged, vertical tear in the silicone just below the upper retainer ring. Functional and pressure testing was performed; a leak at the site of the tear was observed. The root cause of the tear was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a continuous epoch infusion was interrupted by an air in line alarm. When the nurse opened the pump and tapped on the tubing, it split below the upper fitment and leaked, exposing the nurses face with the chemotherapeutic drug. Employee health assessed the nurse and there was no lasting harm an no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.